Event description:
The patient reported they went to the ER (emergency room) in (B)(6) of this year because of the "clamps from the catheter felt like it had ripped out". The pump was used to deliver baclofen. Interventions, patient symptoms and outcome were not reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).